Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, wire was observed sticking out from the forceps elevator. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: " while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ the user can reduce occurrence of the suggested events by properly reprocessing device as per the following statement: cleaning, disinfection and sterilization procedures: brushing around the forceps elevator and instrument channel outlet using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to b3 and b5 of initial medwatch and to correct g3 of the initial medwatch. Date of event is 14-dec-2021. The initial reporter is an endoscope technician (allied healthcare professional). The event was found during the inspection phase of the reprocessing cycle. Correction to g3 of the initial medwatch. The aware date should be 14-jan-2022 (utc). Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter is an endoscope technician (allied healthcare professional). The event was found during the inspection phase of the reprocessing cycle.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed a foreign material on the forceps elevator. The evaluation also found corrosion on the electrical connector, light guide cover glass, scope connector and dent on the plastic distal end cover. The angle wire upward and downward direction were out of standard value. Additionally, the bending section cover was defective due to scratches and discoloration. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during in science use, the duodenovideoscope forceps elevator wire was broken. Upon inspection and testing of the returned device, it was observed that the device channel was defective with foreign material on the groove of the distal end and insufficient and incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.